Event description:
During manufacturer review of a patient¿s vns programming history, it was identified that on (B)(6) /2009 the vns was interrogated then programmed to 1.0ma/30hz/500hz/30sec on/180min off (titration period), systems diagnostics were performed and one resulted in "fault", a final interrogation of the device was not performed and the patient left the visit. At the next recorded visit on(B)(6) 2009, the first interrogation the device settings were 0ma/20hz/500pulsewidth/30sec on/60min off which is indicative of a faulted diagnostics test. The settings were not fully corrected until (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.